Event description:
It was reported that patient had the band removed on (B)(6) 2012. An endoscopy was performed and it was reported that an inclusion was observed. The patient weight loss was not consistent. This clinic is currently involved in (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.